Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed the keypad buttons have been unresponsive for about one week. The patient reportedly wore the pump in a pocket and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. No further information was captured from the reporter. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up and down arrow keypad buttons were intermittently unresponsive and the ok button responded appropriately while te contrast button was unresponsive. There was evidence of keypad contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.